Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was under general anesthesia. During the procedure it was noted that while connecting the device to the delivery sheath the patient had multiple pillows propped underneath his legs. When the co-pilot was removed from the patient, there was no bleed-back noted until 60-90 seconds after the pillows were removed. The device was connected and it was confirmed that the sheath was not against an atrial wall through transesophageal echocardiogram (tee). The device was deployed. Post-deployment air was visualized in the aorta through tee. The patient had a pacemaker so no EKG changes were observed. A pigtail was placed in the aorta with a 60cc syringe and the air was suctioned out through the delivery sheath. The occluder and delivery sheath were both removed from the patient. There were no neurological effects observed from the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air was noted in the aorta through tee post procedure and embolism was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. Information from the field indicated that air was suctioned out through the delivery sheath from aorta. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was under general anesthesia. During the procedure it was noted that while connecting the device to the delivery sheath the patient had multiple pillows propped underneath his legs. When the co-pilot was removed from the patient, there was no bleed-back noted until 60-90 seconds after the pillows were removed. The device was connected and it was confirmed that the sheath was not against an atrial wall through transesophageal echocardiogram (tee). The device was deployed. Post-deployment air was visualized in the aorta through tee. The patient had a pacemaker so no EKG changes were observed. A pigtail was placed in the aorta with a 60cc syringe and the air was suctioned out through the delivery sheath. The occluder and delivery sheath were both removed from the patient. There were no neurological effects observed from the patient. The patient status was stable.